Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who had been off their pump due to distribution issues, attempted to reconnect and observed a cracked, unresponsive touchscreen on the ilet; photographic confirmation was obtained and a replacement was arranged, with the device problem characterized as a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.